Event description:
The customer reported approximately five milliliters of clear fluid leaked under the instrument during system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous patient results were released from the laboratory. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed diluent overflowing from the needle bellows during the rinse cycle. The fse discovered a defective fitting #7 (ff7) in qd (quick disconnect) 1 which is in line with the bellows drain pathway, allowing air to be pulled into the line and slowing the fluid flow to the waste chamber. The fse replaced ff7 fitting and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).